Manufacturer narrative:
This report is submitted on december 15, 2020.

Event description:
Per the clinic, the patient was scratching head extensively to the point where skin became an open wound. The device was explanted on (B)(6) 2020. Plan for recipient is to let site heal for 4-5 months and to then to revisit re-implantation for the right ear.